Event description:
The patient reported a lack of pain control/inadequate pain relief. On (B)(6) 2014, a reservoir volume discrepancy was noted with the pump refill; the anticipated reservoir volume was 4.5 ml, but the actual reservoir volume from the pump was 12.0 ml. On (B)(6) 2015, fluoroscopy was done. Aspiration was difficult and initially did not yield any fluid. The catheter was reported to be sluggish. Catheter blockage was reported. Moderate pressure was required in order to produce flow of the omnipaque through the catheter. Once flow was generated, it was noted that the catheter was fully patent. The event was noted to be related to the device or therapy. The severity of the event was noted to be ¿mild¿. The event outcome was reported as ¿resolved without sequela¿ as of (B)(6) 2015. The device system was delivering dilaudid and fentanyl.

Event description:
Additional information later received reported that there was no cause of the catheter blockage noted. The patient¿s pain improved slightly following the pump check/catheter flush.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).